Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.0 x 40, 40cm mustang and a 6.00mm/2.0cm/50cm peripheral cutting balloon were selected for use. During the procedure, the mustang balloon was inflated twice within 30 seconds. However, at second inflation, it was noted the balloon ruptured. The device was removed without any problem using the normal method and was replaced with peripheral cutting balloon. The balloon was inflated twice within 30 seconds. However, at second inflation, it was noted the balloon ruptured. The device was removed without any problem using the normal method and the procedure was completed with the original device. No patient complications were reported and patient was good post procedure.